Event description:
Facility reported an extravasation of approximately 100ml that the eda system failed to detect. The injection site was in the left arm, and the protocol was 100ml of non-ionic contrast. The patient was treated with hot packs, no additional medical intervention was reported.